Event description:
It was reported that the patient was unable to get an MRI due to migration of one lead. Surgical intervention was undertaken at an unknown date wherein the system was explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), batch: ab2363.